Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress within the white power cable of the system controller was confirmed. Visual inspection of the returned hm2 system controller, serial (B)(6), revealed green fluid around the white power cable connector. Further inspection of the connector revealed evidence of fluid ingress into the connector. The controller was functionally tested and was connected to a mock circulatory loop for an extended period of time without any issue. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2017. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this investigation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the customer requested an evaluation for a defective controller. The customer reported there is a green patina on the white power cable and some sort of rust or degradation of metal. The controller was replaced.